Manufacturer narrative:
The reported event of oversensing noise was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies.

Event description:
Related manufacturer's reference number: 2017865-2021-24115 new information received notes the patient's right ventricular lead was explanted and replaced. The patient's implantable cardioverter defibrillator was observed to had a header issue, and was explanted and replaced as well. It was reported that the patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited noise oversensing. Programming changes were made, and a lead explant and replacement was discussed but did not yet occur. The patient was in stable condition.

Event description:
Related manufacturer's reference number: 2017865-2021-20164 related manufacturer's reference number: 2017865-2021-24115 new information received notes the patient's right ventricular lead was explanted and replaced. The source of the noise was undetermined. The patient's implantable cardioverter defibrillator had a suspected observed to had a header issue, and was explanted and replaced as well. It was reported that the patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited noise oversensing causing possible noise inhibition. Programming changes were made, and a lead explant and replacement was discussed but did not yet occur. The patient was in stable condition.

Manufacturer narrative:
Correction: b5. H6.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited noise oversensing. Programming changes were made, and a lead explant and replacement was discussed but did not yet occur. The patient was in stable condition.